Event description:
In 2009, the patient reported the adhesive on his insulin infusion sets are not properly adhering to his skin. He stated he has to add extra adhesive and tape to get them to stick. He said he was used up to 3 infusion sets in 1 day. On follow up about three weeks later, the patient stated that within 1 day the headset would peel off. This would sometimes happen while he was asleep which resulted in him waking up with elevated blood glucose readings in the mid-200's-295 mg/dl range. The sandwich method was discussed with the patient. Courtesy infusion sets, transparent dressing and a guide to infusion site management were sent to the patient. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The infusion set was replaced and requested to be returned for evaluation.